Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after approximately 4 years of service. The physician elected to explant and replace this device with a similar device. No patient complications were reported. Upon receipt, this device will be analyzed for premature battery depletion.